Manufacturer narrative:
The reported complaint of the quattro catheter (lot # 195871) leak was confirmed during functional testing. A bonding leak was observed at the proximal end of the distal balloon and the distal end of the medial 2 balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. Upon visual inspection, no physical damage was observed. Dried blood residue was observed in the catheter's balloons and luer tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bond leak was observed at the proximal end of the distal balloon and the distal end of the medial 2 balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a quattro catheter with lot number 195871.

Event description:
The ivtm therapy using the quattro catheter (lot# 195871) for the post cardiac arrest patient began. After 30 hours of ivtm therapy, the air trap alarm occurred and the saline color in the suk was noted to be a slight pink without any external leakage. The customer followed the IFU to test the catheter for a leak and replaced the catheter to continue temperature management via the same console and suk setup. No patient injury reported